Manufacturer narrative:
The insulin pump was received in no manufacturing mode noted. The insulin pump was received with missing reservoir tube retainer, minor scratched lcd window and cracked case at corner of the belt clip rails. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed tothe event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call damage on the retainer ring on the insulin pump. Customer¿s blood glucose level was 235 mg/dl. Customer advised the retainer ring was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.